Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. No unexpected numbers scrolling during testing. No unexpected failed battery alarm noted. All operating currents are within specification pump passed selftest.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump as they tried to perform a bolus. The patient's blood glucose level was 69 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.